Manufacturer narrative:
Investigation: one sample was provided to our quality team for investigation. The final product for lot ta11681is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, a crack was observed in the y-site. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. It was thought that excessive force by the operator when connecting the connector piece to the y-site could have been a potential cause for this incident. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause related to the manufacturing process at this time.

Event description:
It was reported that secondary set c62 had a crack at the y site causing a leak. This was discovered before use. The following information was provided by the initial reporter: small crack at the y site connector causing leaking. During priming the secondary set c62 with normal saline, leakages occur at the connection part of the connector with the tubing. Small crack shown at the leaking area.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 had a crack at the y site causing a leak. This was discovered before use. The following information was provided by the initial reporter: small crack at the y site connector causing leaking. During priming the secondary set c62 with normal saline, leakages occur at the connection part of the connector with the tubing. Small crack shown at the leaking area.